Event description:
Lead testing shows complete loss of capture, poor sensing (1.1 mv), impedance 461 ohms, shock imp 67 ohms. Chest x-ray reading by a radiologist suggests the lead has perforated into the pericardial space. No surgical intervention has been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.